Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit's navigation ring doesn't work. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that unit has a navigation ring that does not function and wants replaced. The rse dispatched an fse. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
B4: (B)(6) 2021. Based upon the information provided, the device context of use is unknown; however, it was noted that the problem was found prior to patient use and there was no patient harm or injury reported. The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
Additional information was received indicating that the reported nav-ring malfunction was found during testing, and no patient was involved. Based on this information, it has been concluded that this is not a reportable event.